Manufacturer narrative:
(B)(4).

Event description:
The customer reported that a gastrectomy was extended by more than 30 minutes because of sealing issues. Oozing under 200cc occurred but a regrasp alarm, indicating an incomplete seal cycle, was heard on the seal cycles in which the oozing occurred. There was no pt injury.